Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid" rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid" rx basket to crush the stone and detach the tip. However, the pull wire detached from the handle. The scope was pulled out leaving the basket inside the patient. The patient was then sent to surgery to remove the basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found residues indicating use and handling. The inner sheath was found removed from the coil assembly, the basket wires deformed, and the tip was intact. Additionally, the handle cannula and pullwire were not detached. Further evaluation found the pullwire was broken in two sections at the proximal end. The evaluation concluded that during procedure the manipulation of the device and interaction with the scope or other devices most likely contributed to the failure basket wires bent. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. In addition, residues were present on the device indicating use and handling. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket to crush the stone and detach the tip. However, the pull wire detached from the handle. The scope was pulled out leaving the basket inside the patient. The patient was then sent to surgery to remove the basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.